Event description:
It was reported that the 9800 sys has image problems. It was noted that the lemo connector assembly is damaged. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the lemo connector and interconnect cable assembly. The sys was tested and found to be working as intended and placed back into svc.